Event description:
The customer received a questionable triglyceride result on their c501 analyzer. The patient's initial triglyceride result was 352 mg/dl and it was reported outside the laboratory. A few days later, the physician questioned the result. The same sample tube was pulled on (B)(6) 2011 and the sample was repeated three times. The repeat results were 148 mg/dl, 150 mg/dl, and 151 mg/dl. The laboratory considers the repeat result of about 150 mg/dl to be correct. The customer could not state for certain the exact result that was issued as a corrected report. The doctor questioned the result so no treatment was provided based on the erroneous result. There were no adverse affects from this event. The triglyceride reagent lot number was 64589501 and the expiration date was 07/31/2012. The field service representative found a fluidics failure of the av2 valve assembly. The valves were sticking in the wrong position. He replaced the av2 valve assembly. The system was operating to manufacturer's specification. Customer performed quality control with passing results.

Manufacturer narrative:
A specific root cause could not be identified. All calibration and quality control recoveries were acceptable. The fluidics failure of the av2 valve assembly was a possible cause. A patient specific cause was also possible. In addition, sample build up during routine analysis is also possible. The reaction monitor was not available for further investigation to identify a specific root cause. No adverse events were reported.